Manufacturer narrative:
H.6. Investigaion: one photo and one sample was returned for investigation. The product received was connected to a spike set and visually inspected, liquid flow was confirmed with no issues identified. A device history review was performed for reported lot 1804109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes visual and functional testing prior to release to ensure the quality and functionality of the device. Through our investigation it was determined this instance likely occurred due to incomplete connection. The cause could not be identified because there was no abnormality such as clogging, and the event was not reproduced. H3 other text: see h.10.

Event description:
It was reported that the injector luer lock n35c multipack experienced flow issues (when used for infusion), during use. The following information was provided by the initial reporter: the injector or the line was occluded.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the injector luer lock n35c multipack experienced flow issues (when used for infusion), during use. The following information was provided by the initial reporter: the injector or the line was occluded.